Manufacturer narrative:
The pump passed the rewind basic occlusion test, prime test and displacement test. The pump was received stuck in the motor error loop during bolus basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. The pump was received with cracked case at display window corners. The pump was received with minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for motor error and motor position encoder error. The customer's blood glucose level was unknown. It was reported that the pump would be replaced and returned for analysis.